Manufacturer narrative:
This product is manufactured in (B)(4), but not marketed in the u.s. Diopter: +3.50/+3.50/x071. Pt weight: unk. (B)(4). Evaluation method: lens work order search. Evaluation results: a lens work order search revealed there were no similar complaints within the work order. (No conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4). Lens not returned.

Event description:
The reporter indicated the surgeon implanted a 12.1mm vtich12.1 implantable collamer lens, +3.50/+3.50/x071 diopter in the patient's left eye (os) on (B)(6) 2015. On (B)(6) 2015. The lens was explanted due to lens rotation not associated to a low vault and loss of bcva. The lens was exchanged for a longer length lens. This resolved the problem.